Event description:
Healthcare professional (hcp) reports patient was diagnosed with peritonitis in 2002. The patient's spouse contacted baxter technical service center (tsc) during automated peritoneal dialysis (apd) therapy and reported that the patient received air and was experiencing pain in their neck, shoulder and stomach area. At that time, baxter's technician advised caller to pause therapy and contact hcp. Follow up with the hcp indicated the home patient (hp) was seen at the clinic and noted to have cloudy effluent. A culture and sensitivity was collected and the patient is currently being treated with intraperitoneal cefazolin 1gm. And fortaz 1gm. Daily for 14 days. The patient was also advised to take tylenol as needed for pain. Hcp reports she is unable to verify if patient received air during treatment as no x-ray was performed. Hcp reports patient status has improved.